Manufacturer narrative:
H4: the device was manufactured from november 17, 2020 - november 18, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor would not flow. After the expected infusion time (reported as "2 days") when the device was disconnected, the balloon was observed to be "almost full". There was no report of patient injury or medical intervention associated with this event. No additional information is available.